Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) between 38-68mg/dl. Reportedly, customer had adjusted pump settings which resulted in low bgs. Although requested, the customer declined to provide additional information.